Event description:
It was reported that during a da vinci hysterectomy procedure, a frayed cable was identified on the pk dissecting forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. The pitch cable was starting to unravel. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.